Event description:
The customer contact reported the device alarmed with a s233 (overtemperature error) malfunction alarm code. The device was returned to the biomedical department for an unspecified reason. No specific patient information, pump programming, or event details were not available. There was no reported delays of critical therapies or adverse events while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation at the service center found the device was warm to touch when powered on. A review of the device history indicated s233 (overtemperature) malfunction alarm codes. Further testing found the device fan was not running. This was due to a broken cable extension fan on the uic (user interface controller) printed circuit board. This report represents all the information known by the reporter upon query by hospira personnel.